Event description:
Bags in question are used for home administration of tpn. When pulling protective cover from tubing port, the entire port separated, causing loss of all solution. This happened 3 times in less than one week with the same pt.